Event description:
We have been informed that the customer trailed the medline pumps (competitor) in the first 2 weeks of (B)(6) 2013. The facility reported that they started having increased dvt's in (B)(6) 2013 after which they decided to change the supplier of the dvt systems to arjohuntleigh product. Moreover we have been informed that 2 pts developed dvt's and 3 pts developed pe over a 5 months period with two occurring in (B)(6) 2013 after evaluation of the medline (competitor) leg compression pump. Four pts involved in the incident cannot identify what pump they were using at that time, whereas 1 pt confirmed to use medline device for dvt prevention. All pts were receiving leg compression therapy. Ref MFR# 3005619970-2014-00003.